Event description:
The customer reported different types of movement with the linear accelerator machine without the activation from the machine pendants. Reported gantry movement, isocentric rotation of the couch and vertical movement for couch. The issue occurred at the end of the treatment. During evaluation by varian's field service personnel, the alleged report could not be reproduced. When the motion enable bar (meb) is pressed, movement occurred without "target", but those movements stop if the meb's are released on the pendant. Speed is "normal" for couch movement, but some gantry movement was reported to a "jerk" motion (from one side to other).

Manufacturer narrative:
Actual device involved in the incident was evaluated. Based on the preliminary evaluation of the customer's report, it has been determined that the issue can potentially cause a serious injury or death. The report is still under investigation. Once the investigation has been completed, varian will submit a follow up report with our findings. (B) (4).